Event description:
Following a diagnostic procedure, a health care professional inserted an angio-seal device, but was unable to achieve appropriate confirmation of proper arterial placement. However, upon attempting to remove the device, tactile confirmation was acheived and the device was deployed. One hr later the pt complained of leg pain and his pulses were noted to be diminished. The pt was taken to the or. The surgeon reportedly identified the device anchor and collagen to have been deployed within the artery. The device was removed and the vessel repaired. The pt was reportedly doing well following this procedure. As of 08/27/1998 there has been no further report to the MFR of complication or pt sequelae.